Event description:
It was reported that the patient had a syncopal episode. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 383059 crdm non-defib lead implanted (B)(6) 2010. (B)(4).